Event description:
Additional information revealed that patient will be getting a competitor replacement. As such, we will not have access to this patient.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that patient's ipg became inoperable following an rf ablation procedure, where the patient did not set ipg to surgery mode. In turn, surgical intervention may be pending to address the issue.